Event description:
It was reported that this newly implanted cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated by multiple programmers. The crt-d continues to remain in service. No adverse patient effects were reported. Additional information indicated surgical intervention was performed and the crt-d was explanted and returned for analysis without any further allegations made in relation to this event. The crt-d was returned back from the field for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Telemetry was observed to be normal and the device was able to be interrogated without issue. The device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this newly implanted cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated by multiple programmers. The crt-d continues to remain in service. No adverse patient effects were reported.